Event description:
Intermittent atrial oversensing and ffrw noted and high rv threshold on (B)(6) 2020 (chronic) (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).